Manufacturer narrative:
An event of bleeding after implantation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017 a 29mm masters series aortic valved graft (cavg) was implanted. After implantation the bleeding could not be controlled and the cavg was explanted. Per report a 27mm masters series valved graft replaced the first valve. The patient is reported to be stable after the procedure. The patient did not experience any adverse health consequences.